Event description:
It was reported that the patient was implanted with an occipital nerve stimulator for neck pain. The stimulation stopped helping the patient, and so she had the whole system taken out and replaced with a new system, with leads in the cervical epidural space. There was a gradual loss of stimulation and loss of therapeutic effect. The event occurred during normal use. The product status was explanted-complete. Diagnostic testing included impedance testing, x-rays, and reprogramming. The cause of issue was not resolved. The cause of issue was not determined. The patient¿s status at the time of this report was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).